Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1. It was reported that the marker at l5 was left in the patient after the patient collapsed and the surgeon had to close the incision quickly to defibrillate the patient's heart. The patient will undergo a revision surgery to remove the marker. No additional patient complications were reported.

Event description:
The markers were removed from the patient prior to the patient being closed for defibrillation. No revision surgery was required.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.